Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue and is unable to implant new lead due to occlusion. Further, the lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue and is unable to implant new lead due to occlusion. Further, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based on the finding of a helix mechanism test failed due to the helix housing being clogged with dried blood or tissue. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities.